Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during dissection of vein on a liver resection, the surgeon was able to press the green button but was not able to squeeze the handle. The device was not able to fire. Another stapler was used to resolve the issue. No patient injury.